Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the scope communication error e226 occurred due to the failure of the camera cable. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the reported information, it is presumed that the connector cracked and water entered from the crack, the electronic circuit was destroyed, communication with the video processor became impossible, and error e226 occurred. It is presumed that the cracking of the connector was caused by hitting to something or dropping the connector due to the user handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, the communication error occurred. The user wiped the subject device, however the issue occurred again after a few minutes. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.